Manufacturer narrative:
Product ID: 3998, lot# l83608, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the patient reported that they were not receiving stimulation. The batteries were checked and it was found that the ¿wires were covered with calcium.¿ the device was no longer effective and the patient indicated their ¿nerves calcified.¿ the patient stated that the device had been implanted for 25 years, though the manufacturer's device registry indicated the device had been implanted for 16 years.

Event description:
The patient reported that their implant never worked and they were getting a lead revision on (B)(6) 2016. They did not know if the implantable neurostimulator (ins) would be replaced also. Two different manufacturer representatives worked on reprogramming the patient without success. It was noted that they couldn't get any readings. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.